Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Additionally, it was reported that an occlusion alarm occurred. Customer¿s blood glucose level ranged from 120-130 mg/dl. The customer reverted to an alternate method of insulin therapy.